Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center found a linear black foreign material inside of the instrument channel. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, as a result of inserting the channel cleaning brush into the instrument channel of the subject device, foreign material was remained on the channel cleaning brush. The main component of the foreign material was polysulfone. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. From the above, there is a possibility that this phenomenon was attributed due to the substance derived from polysulfone used around the subject device entering the instrument channel.